Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/28/2015, the reporter contacted animas, alleging that the pump would not start. Reportedly, the issue persisted with different new batteries and a new battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 02/05/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not verified in the black box or duplicated in the evaluation. Review of black box history did not find any error/alert/warning related to power issues. No damages were found with the battery compartment or cap. Using the returned caps, the pump powered up to a blank display screen. The auditory and vibratory features were operational indicating that there was power to the pump. The blank display may be miss-construed by the user that there was no power to the pump. Because of the blank display issue, the remaining testing could not be performed and the alleged no power issue could not be fully investigated. Related to the complaint, the display screen was found to have cracked when the pump casing was opened. The display was restored when the damaged display was replaced with a test screen. (B)(4).